Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking and there was rust in the reservoir. Patient involvement unknown.

Manufacturer narrative:
One warmer device was received for investigation. During visual inspection the device was observed to have a cracked tank cover, outdated circuit board and power switch. The reported issue was confirmed during functional testing when the device leaked. The investigation traced the issue to a crack in the tank cover. The investigation could not attribute a direct root cause for the condition, but determined it was consistent with wear from age. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.